Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range right ventricular (rv) pacing impedance measurements. The device automatically switched from bipolar to unipolar due to the out of range measurement. Noise was observed while the sensing configuration was in unipolar. The lead configuration was reprogrammed to sense bipolar and pace unipolar. Additional reprogramming was performed to promote intrinsic conduction. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to routine change out and was returned for analysis. No adverse patient effects were reported.